Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a skin irritation causing swelling and liquid drainage had occurred while wearing the pod. After phoning their healthcare professional (hcp), the patient went to (B)(6), and the physician prescribed an antibiotic cream (name not provided).